Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va092jm, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had the stimulator removed "because of immense pain." The patient reported "had a lot of issues with the system." The patient stated it wasn't working and it was causing the patient a lot of pain. The patient tried different things and a different patient programmer but it still didn't work. The patient¿s stimulator was removed (B)(6) 2013 by healthcare provider. The event or symptoms occurred following an implant. The patient was inquiring about a credit for their patient programmer.